Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: arrhythmia/tachycardia: the cause of the injury was not determined due to insufficient clinical details. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Purge pressure high: no logs are available. The cause of high purge pressure cannot be determined since no product or logs were returned and insufficient clinical details were provided.

Event description:
35-year-old male patient treated with impella 5.5 due to worsening 20% and the team is concerned for idiopathic vs viral myocarditis. Decision was made to support the patient with impella 5.5 and potentially prepare for transplant. Pump placed successfully. Placement was assisted by fluoroscopy and transesophageal echocardiography (tee). Position verified with tee measuring 5.3cm with appropriate angulation - position slightly too deep. Patient experienced ectopy and required additional medication, subsiding the ectopy. Patient had ventricular tachycardia runs, which resolved and hcps did not associate with the impella device. Patient experienced suction alarms, which led to p levels being turned down and evaluation of position was performed with satisfying results. Later in treatment course patient experienced supraventricular tachycardia, which the hcps were able to resolve with device repositioning. Pump controller showed purge system blocked alarm. During impella 5.5 support, there were issues with the device in the wrong position. On day 12 of support, the pump was repositioned with coincided with resolution of the patient's ectopy and arrythmias. On day 13 of support, the care team repositioned the impella after observing that it looked too shallow on echo. After that advancement, there were an abundance of "placement signal low" and suction alarms and the patient experienced multiple runs of vt with nausea. The abiomed representative another echo, suspecting that the last repositioning advanced the impella too deep. The impella was repositioned multiple times on day 13. The final repositioning retracted the pumps placement within the ventricle and the patient had no arrythmias or impella alarms. On day 17 of impella 5.5 support, the pump had a purge pressure issue. In response to a purge pressure blocked alarm, the purge cassette was changed twice without resolution. Impella flows and motor current were within normal range. After the abiomed representative spoke internally with medical affairs, the plan moving forward was to run medication tpa) through the purge line. There were no further mentions of this issue.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.